Event description:
Pt came into or with recoil ring protruding from their abdominal wall. Follow up with surgeon by davol sales rep. Revealed that the piece had been cut during placement. Hosp now considers this a user issue, not a product failure.